Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they charged up their controller yesterday, they had a lot of extra stimulation today and when they checked their controller the numbers were all wrong from what they had written down. Patient mentioned they were on group c, program 3 was supposed to be 2.1 but they can't get it to go higher than 0.9. Patient also stated in group c program 4 should be .4 but they can only go to 0.9. Patient mentioned last week they were hurting so bad they can hardly walk and didn't know where the pain was coming from. Patient noted when they lay down, put pressure on the battery they can feel stimulation. Patient also stated last night when they went to bed they felt something. Agent asked and patient mentioned they had 2 bad falls since the first of the year, 2025. Patient noted they fell in (B)(6) on a wooden box on the corner real hard and bruised their bottom end. Patient noted they fell on the left side and their implant was on the right side. Agent walked patient through group c and patient confirmed they were able to increase stimulation. The patient was redirected to their healthcare provider to further address the issue.